Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4558m implantable pacing lead (B)(6) 1995; 4024 implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had consistent far field r-wave oversensing and the device was reporting false mode switch events. Programming changes were attempted but ineffective. The ra lead and device remain in use. No patient complications have been reported as a result of this event.